Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned without the product packaging and label. The balloon size for this product was printed on the balloon hub of the catheter and identified the return sample as a 4mm x 40mm x150cm balloon. No anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.014" guidewire and it passed without issue. An attempt to inflate the balloon was made but was unsuccessful. The device was examined, and dried contrast appeared to be present throughout the balloon. Additional soaking of the device in water to loosen the contrast was unsuccessful. It should be noted that the inflation issues due to the dried contrast will be considered an incidental finding, as dried contrast would not have been present during use of the device. Further functional testing could not be performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. A visual inspection did not identify any deflation related defects. An attempt to inflate the balloon was unsuccessful, as dried contrast was present throughout the balloon, preventing the device from being inflated. The contrast could not be dissolved and removed from the device. The investigation was inconclusive for the reported deflation issue, as the device was unable to be inflated due to the dried contrast returned within the balloon. The definitive root cause for the reported deflation issue could not be determined based upon available information. It was unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse rx pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention.

Event description:
It was reported that the pta balloon catheter allegedly was difficult to deflate after treatment in the sfa. Reportedly, the health care provider used a 2.5cc syringe to deflate the balloon and retract it through the sheath. Another balloon catheter was used to complete the procedure there was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly would not deflate after treatment in the sfa. Reportedly, the health care provider used a 2.5cc syringe to deflate the balloon and retract it through the sheath. Another balloon catheter was used to complete the procedure there was no reported patient injury.